Event description:
In 2005, baxter technical service was received a call from the hemodialysis department of vacility requesting technical assistance due to the detection of blood in the third sensor of the pressure isolator of the pressure monitoring system. The on-site technician followed baxster's procedure for blood contamination disinfection, and the monitor is again being used for treatment. There was no pt injury or medeical intervention associate with this event.